Event description:
The clinician reports the implant was inserted 2025-09-08 in ada 18. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On 2025-09-09, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: numbness. No further patient complications were reported.